Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's electrocardiogram (ECG) cable was plugged into the port incorrectly and was unable to be removed. Analysis was also unable to confirm the customer's comment that programmer was unable to interrogate the implantable device and that the programmer displayed an error message as the programmer interrogated with no functional issues and did not display any error messages at any point. It was noted that on closer examination of the ECG port on the link electronic module (lem) printed circuit board (pcb) showed cracked solder joints on the connector. It was further noted that the programmer generated an intermittent error "touch/overlay screen error" and when the inside of the display overlay was examined a metal ground clip was found was loose causing intermittent shorts between the xy pcb and overlay. Additionally, the programmer intermittently booted up to an error and the stylus did not calibrate within specification. Furthermore it was noted that the upper display hinges were worn, the keyboard was broken at the hinge pins and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. Hard drive reconfigured and software reloaded along with being updated as a preventative action. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for repair subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.